Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The device was not exposed to an MRI. Assisted the customer to run a displacement test and the test failed. The blood glucose reading was 119mg/dl. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarms.